Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they needed assistance with ins communication. Patient states the handset and implanted battery, "can't see each other." Patient stated they were now working with the hospital and they need to do an MRI of their lower back for possible fracture of lower back. Patient stated fracture was unrelated to ins. Patient states the MRI staff told them they needed proof that they were appropriate to scan, and that a form was sent to their managing hcp's office. Agent walked patient through MRI mode. Patient was able to successfully connect to implant and MRI mode was already activated. Patient states a girl "tweaked" the old system once, other than that patient had "never touched it" to adjust settings. Patient states since they had had their current device implanted they had "never touched it," making it unclear as to why MRI mode was already activated. Patient did state they hadn't, "had therapy since 2024," which they confirmed was when the new device was implanted, but did not give specific date. Patient stated they tried to reaching out to office of managing hcp, but said that the healthcare provider told them they were considered a new patient and they could not see them for 6 months. Patient stated they had to get going because their significant other had a medical appointment to get to. At the beginning of the call, patient was confused about device registration reporting they had received. Patient stated she would call back later for further discussion. The caller called back in and reported that their managing physician was telling them that they were head only imaging eligible. Agent helped the caller check MRI mode and they were seeing full body. The caller reported that the MRI center wants a letter from the hcp to state eligibility. The caller reported that the hcp indicated that they would be treated like a new patient now and it would be 6 months before they can get in. Reviewed that some patients will take an image of the MRI eligibly screen to send over while trying to schedule, but that does not replace it for the day of the appointment. The caller was hard to understand at times. .

Event description:
: Additional information was received from the patient. Patient called back and needed assistance with getting in to MRI mode. Patient was at the facility at the time of the call. Patient services walked the patient through connecting to their settings and the MRI mode was already active. Patient was able to pull up their MRI mode and show their technician. Patient stated they didn't know why their MRI mode was already active. Patient services attempted to clarify with the patient if they had just left it in MRI mode from the last time, they'd called patient services and the patient just stated, "I had the surgery to get an MRI safe system, but it wasn't turned on." Patient was difficult to understand at times and was walking away from the phone to talk to the technician. Patient stated they had no managing health care provider (hcp) when patient services asked who their managing hcp was and then the patient wanted to go get their MRI so the call was ended. Patient services did their best to document reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.